Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (g4), parity 2, pruritus, vaginal candidiasis, hypertension, ovarian cyst, uterine bleeding, uterine dilation and curettage, adenomyosis and bacterial vaginosis. Family history included diabetes (mother). Concomitant products included atenolol, bupropion hydrochloride (wellbutrin), naproxen and nitrofurantoin (macrobid). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder/urinary tract/vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal") and vaginal infection ("infection (bladder/urinary tract/vaginal"). The patient was treated with metronidazole (metrogel), terconazole (terazol) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy (lavh/bs).cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine had resolved and the abdominal pain lower, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: left-5. Right-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Hysteroscopy - on (B)(6) 2014: essure procedure was performed per protocol. Normal cavity/ostia. Patient tolerated well.. Pathology test - on (B)(6) 2016: specimen received: uterus, cervix, bilateral fallopian tubes. Final diagnosis: uterus and cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix:- no significant histopathologic alteration. Uterus:- endometrium: early secretory endometrium. Negative for hyperplasia or malignancy. Myometrium: adenomyosis. Serosa: no significant histopathologic alteration. Right fallopian tube: no significant histopathologic alteration. Left fallopian tube: no significant histopathologic alteration. Gross description: endocervicel canal is without polyps and some cysts containing mucoid material are found in the underlying cervical stroma. The myometrium measures up to 2.0 cm in thickness and is without leiomyomata. A few poorly defined indurated areas beneath the endometrial surface may possibly represent adenomyosis. The serosal surfaces are congested and fimbriated ends are discrete. A small paratubal cyst on each side measures up to about 1.0 mm in diameter. Within the cornual region of the uterus and extending into each fallopian tube are metallic coiled implant devices consistent with the essure variety.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal); migraines / headaches were added. Medical history, lab data, concomitant medication, treatment medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.